Event description:
It was reported to resmed that an error message was displayed on an astral device. This error message resulted in an alarm which notifies caregiver to the malfunction. There was no pt injury reported as a result of this incident. MFR #: 3004604967-2015-00202.